Manufacturer narrative:
This event was previously reported in manufacturer report number 3005094123-2019-00237. For a different suspect medical device (list 07p51-20, lot 95524ui00). An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of the service history, a review of trending data, and a review of product labeling. Field service investigated and performed troubleshooting of the alinity I processing module. Service determined the syringe assy rohs was the likely cause. Service verified the system function with a control. A review of the ai02473 service history was performed and found no contributing factors on or around the date of the reported event nor documentation of any additional discrepant results. A review of trending data did not identify any trends. No systemic issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported false elevated b-hcg results when processing on the alinity I. The following data was provided: sid (B)(6): on (B)(6) 2019 result was 38.7iu/l for a patient who was not pregnant. The sample was rerun on the other instrument and the result was <0.73 iu/l. The sample was also rerun 5 times on ai02473 and all results were <0.73 iu/l. On 10aug2019 repeat testing generated the result of <0.73 iu/l nineteen times and once the result was 0.790 iu/l. Sid (B)(6): initial result was 54.6 iu/l on ai02473 and retest <0.73 iu/l. No impact to patient management was reported.